Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It reported that the patient was pre-operatively diagnosed with adjacent segment disease and underwent decompression and fusion for extending at l5/s. During the surgery, the cage deformed when it was rotated. The cage was inserted to intervertebral disk with gripping implant holder and the cage was rotated. The reported product came in contact with the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic inspection revealed significant torsional/twisting deformation to the body of the implant. Microscopic examination confirmed thread deformation and cross threading at the start of the threads. Multiple witness marks on both sides of the body of the spacer suggest damage from gripping of the implant during implantation. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.